Event description:
Customer's spouse reported via phone, the customer has been having issues with sensor. Two days ago, a sensor stopped working because the insulin pump alarming threshold suspend. The device alarmed but it didn't suspend the sensor just stopped communicating to the insulin pump. Customer's spouse stated there was a serious injury because the customer had a seizure due to low blood glucose since sensor stopped working. Neither sensor had bent cannulas. Customer's spouse agreed to return the sensor for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.